Event description:
In 2008, the patient reported she has had elevated blood glucose readings so that her last a1c was 7.5 instead of her target of 6.5 a1c. She stated she treats her readings by bolusing insulin through her infusion device. During troubleshooting, the patient stated her levels do well the first 3 day after she changes her insulin cartridge but starts to elevate after the third day. She said her insulin is exposed to extreme temperatures up to 115 degrees. It was suggested to the patient to fill her cartridge with enough insulin to last for 3 days and change her cartridge every 3 days. She stated she will try this to see if it resolved the issue. Troubleshooting did not find any product issues. Further attempts to contact the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.